Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced loss of connection on their android phone. Data was available for evaluation. The reported loss of connection was confirmed. A root cause could not be determined. No additional event or patient information is available.